Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plumset, that was noted to be leaking from the valve on the distal filter of the tubing set. The device was in use for 30 minutes and was replaced with no further problems encountered. There was patient involvement, unprotected chemo exposure and a delay in critical therapy was reported but no medical or surgical intervention was required.

Manufacturer narrative:
Received one (1) used 140099290, ls primary plumset for evaluation on 7/22/2019. The complaint of leakage was confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material. The lot history was reviewed and there were no nonconformance's that would have contributed to the reported complaint.